Event description:
During a meniscal repair the knot would not slide after deploying the t's on two device. Sales rep. Stated that the surgeon was using a contralateral approach on a medical tear and implanted both t's and went to cinch the suture but the knot would not slide. The surgeon removed the suture from both devices but left the t's unsupported in the joint. Three additional fast-fix devices were used to complete to repair. A delay of less than 20-minutes took place and no pt injury or complications resulted.